Event description:
Boston scientific received information that a remote monitoring system had indicated increasing pacing impedance measurements since the implant procedure. The current pacing impedance measurement was 1950 ohms. Additionally, the threshold measurements had increased and the amplitude had decreased. Therefore, lead damage was suspected. The physician elected to continue to monitor the lead remotely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.